Manufacturer narrative:
Correction: section d9, the device was not returned. The reported event could not be confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, the x-rays were received and reviewed by stryker's medical expert. The medical opinion is the following: " this is an unstable clavicular fracture. Looking at the x-rays taken post-operatively it looks like the most medial screw is rather short (maybe did not penetrate the second cortex, or did not go through the middle of the bone). The other two medial screws do not look like they are locked into the plate properly. The screw head is visible above the plate. This means that these are prone to break out under severe stress. The patient has dementia (not having the information how severe it is), but it is a big risk factor. These patients are hard to give instructions and should be monitored the entire day. It may be possible that this patient used both hands to get out of a chair, this could put large stress on the construction that the plate pulls out the screws, it might have happened as well when locked if the forces applied on the construction were high enough. Looking at the dislocation something must have happened, at least some force to cause this failure." Therefore, based on investigation, the root cause was attributed to a user/patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
The variax clavicle plate did not succeed in fixing the fracture. It looks as if the screws (bone and locking screws) dislocated from the plate. The patient needs a revision surgery.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The variax clavicle plate did not succeed in fixing the fracture. It looks as if the screws (bone and locking screws) dislocated from the plate. The patient needs a revision surgery.